Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms included were drainage, redness and warmth. It was believed that the infection was related to the previous revision procedure. The patient was prescribed oral and intravenous antibiotics. The patient underwent an explant procedure.